Event description:
Pt undergoing neurosurgical procedure during positioning and application of the mayfield headrest device experienced a laceration during pin placement resulting in suture repair. FDA safety report ID# (B)(4).